Manufacturer narrative:
Investigation result: four mz1000 china samples were received without packaging. No residual fluid was present in the connectors and no connecting product was available to support the investigation. The customer reported that the returned samples were from lot 25035127 & 25017218 and that "IV set not dripping, blocked." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, and in all instances no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25035127 & 25017218 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had an occlusion. The following information was provided by the initial reporter, translated from chinese to english: the IV set is blocked and not dripping. Batch number: 25035127, quantity: (B)(4), sale date: 2025/10/21, expiration date: 2028/3/4. Batch number: 25017218, quantity: (B)(4), sale date: 2025/11/12, expiration date: 2028/1/20. Additional information received from the customer: please confirm whether any physical damage or deformation of mz1000 china parts is observed and blockage is observed on these parts? Response: there was no physical damage and the damage to the parts was not observable to the naked eye. Please confirm what fluid was being used at the time of these events? Response: normal saline and no dripping. Please provide details of the product used to access the mz1000 china assembly, including brand/manufacturer, model number and lot number? Model: mz1000, lot #: 25035127, qty: (B)(4), sell by date: 2025/10/21 , expiration date: 2028/3/4. Model: mz1000, lot: 25017218, qty: (B)(4), sell by date: 2025/11/12 , expiration: 2028/1/20.